Event description:
Medtronic received info that this bioprosthetic valve, implanted for an unk duration was explanted due to high grandient.

Manufacturer narrative:
(B)(4). Evaluation method: device history could not be reviewed as no serial number was provided. Results: no product returned. Conclusion: cause of event cannot be determined. No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.